Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported they were trying to get in touch with a manufacturer representative,but couldn¿t leave a message. Additional information received from the hcp on (B)(6) 2017 reported the called for assistance in reviewing the pump logs. Reset messages were present as of (B)(6) 2017. The physician updated the pump to minimum rate mode and silenced the audible alarm. The physician would coordinate replacement and return of the pump. No further patient complications were reported.

Manufacturer narrative:
Analysis of the pump identified a low battery reset due to an undetermined cause. Analysis of the catheter found no significant anomalies; there was a non-significant indent in the seal of the sc connector that did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The dose of fentany the pump was delivering was reported as 1500mcg/ml at 6100mcg/day. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving fentanyl at an unknown dose and concentration and bupivacaine at an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that an 8474 code was displaying on the patient's personal therapy manager (ptm). It was reviewed that the code meant there was a pump reset. The patient was having trouble with pain on (B)(6) 2017. Additionally, this morning [(B)(6) 2017], the patient was having trouble regulating her temperature and "causing stretching muscles". When asked to repeat, it was stated that it was hard to explain, but it was a pre-detox thing the patient would experience. It was also noted that the patient had not heard any alarms. It was later reported that the patient was showing symptoms of withdrawal about 24 hours ago and the alarm had occurred today. Additionally, it was noted that the ptm was also displaying code 8478, indicating the pump was in safe state. The patient was currently taking oral medication.

Manufacturer narrative:
Other applicable components are: product ID 8709sc lot# serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient stated the pump had been alarming for the past 8 weeks on and off but the reporter was unable to interrogate the pump the day of the report despite multiple attempts. The reporter also stated that the catheter was ¿plugged¿ so they planned to replace the whole system. The pump and catheter were being replaced the day of the report. No further patient complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted:(B)(6) 2017, product type: catheter.

Event description:
Additional information received from the representative on (B)(6) 2017 reported the drugs in the pump had to be discarded from the patient¿s pump when the revision surgery occurred. The patient had been paying for the drug out of pocket. The concentration was 15,000 mcg/ml. The scar tissue over the pump, and the depth of the pocket appeared to have been the problem with gaining good telemetry. The same clinician programmer was able to easily connect to the newly implanted pump. Additional information received from the representative on (B)(6) 2017 reported the pump and catheter were removed and replaced [on (B)(6) 2017]. Both the explanted pump and catheter were being cleaned, and the representative was waiting for the hospital to release the items to him. As soon as the hospital gave the representative the items, they would return them for analysis. Additional information received the consumer on (B)(6) 2017 reported the pump was replaced because ¿something went wrong with it¿. The patient stated she spoke with a manufacturer representative. The patient stated there was medication that was just paid for in the pump. The patient stated she paid (B)(6) for medication. The patient said that was not a medication problem, but a pump problem. The patient stated it was a month and a half between when it went bad and was removed. The patient stated there was still a lot of medication in the pump because it hadn¿t been working for that month. The patient stated it took a week for someone to find an hcp to check the pump as her previous hcp was leaving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jun-16. It was reported that a motor stall had already been reported. It was indicated that the patient reported to the manufacturer an alarming pump prior to elective replacement indicator (eri) and that the patient told the manufacturer's representative that they spoke directly with the manufacturer on the phone about the issue in (B)(6) of 2017. The manufacturer¿s representative confirmed that the patient had not spoken with another sales representative, but was not sure with whom the patient had spoken. The manufacturer¿s representative also reported that this information came from the patient. It was stated that the patient experienced withdrawal symptoms at that time. It was noted that the patient claimed that their pump stopped working and went for a pump replacement on (B)(6) 2017. The manufacturer's representative learned about this pump issue on that date at that scheduled surgery. It was indicated that the representative did not know the patient¿s weight at the time of the event and that information would not be provided. It was stated that the patient¿s pump service had been restored and that the system was working properly now. It was indicated that the manufacturer's representative had no notes and no memories of any other details of the event. No further information was provided. There were no further complications reported or anticipated.